Event description:
It was reported that the force sensor was not reading before or after the entire plunger head had been replaced. Per reporter, the issue was discovered during testing. Evaluation of the returned device confirmed the force sensor was not registering any pressure change.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing was performed, and the cause was traced to a malfunctioning circuit board. Replacing the main circuit board resolved the issue. The device then passed all testing.